Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they may have lost the needle and cannula. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for a possible lost or broken needle and the customer indicated that he could not feel anything under his skin at the insertion site. The customer indicated that he would contact his doctor or urgent care regarding the needle. No further information was provided.